Event description:
A report was received that the patient will undergo an explant procedure due to ineffective therapy. Device malfunction could not be determined.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction. The patient underwent an explant procedure and was doing well post-operatively.

Event description:
A report was received that the patient will undergo an explant procedure due to ineffective therapy. Device malfunction could not be determined.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial / lot #: (B)(4)/407325 description: linear 3-4 lead, 50 cm.